Event description:
Additional information was received stating that the vns patient¿s device showed high impedance prior to surgery on (B)(6) 2014. The lead pin was re-inserted into the generator header but it is unclear whether high impedance had resolved. It was noted that the department of neurosurgery had performed x-rays.

Event description:
An implant card was received indicating that during generator replacement surgery on (B)(6) 2014 due to battery depletion, the vns patient¿s replacement generator was tested with the existing lead and high impedance was observed. The lead was not replaced during the procedure and has not been replaced to date. Attempts for additional relevant information have been unsuccessful to date.

Event description:
It was reported that the explanted lead was discarded by the explanting facility and will not be returned for analysis.

Event description:
The explanted lead was received on 5/12/2015. During the visual analysis, the (-) connector pin quadfilar coil appeared to be broken. Scanning electron microscopy was performed and identified the area as having evidence of a stress induced fracture (fatigue appearance) with mechanical damage and no pitting. Abraded openings were found on the outer and inner silicone tubing. With the exception of the observed discontinuity the condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were noted.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Further follow-up revealed that the surgeon called the neurologist to come interrogate the device in post-op to see if the high impedance still was observed. The neurologist indicated that the post-op device interrogation did not show high impedance. The device was programmed back on and the patient was seen in office and no high impedance was observed. The patient was back in the office to check the device and high impedance was observed. The patient was referred for lead replacement. The patient underwent lead replacement on (B)(6) 2014. The explanted lead is expected to be returned for analysis, but has not been received to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.